Manufacturer narrative:
Five samples were received and a detailed investigation on the reported concern was conducted. A review of the manufacturing device history record for the referenced lot number was completed. No non-conformance with regard to ¿suction failure¿ was documented during the manufacturing of this batch or is present in current production. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. A detailed investigation was conducted on all samples received and liners were subjected to a visual inspection, suction test and high vacuum flow rate equipment test. The visual inspection revealed no defects and the high-flow equipment test (per (B)(4)) revealed all of the samples met the test criteria. Likewise, a suction test at 700mmhg was performed on all liners and all functioned as designed. Please note that a decrease in the air flow of the liners were noted during testing but as per (B)(4), suction equipment shall develop a vacuum of at least 60kpa below atmospheric pressure within 10 seconds and all liners received met the test criteria. Based on the fact that samples received functioned as designed, a root cause cannot be identified and corrective and preventive action cannot be initiated. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
Almost complete loss of vacuum during a prostate removal procedure. As a result, hemostasis was not possible during abundant bleeding. Use of electric vacuum system and anesthetist vacuum system were used.